Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion and pericarditis. The implantable pulse generator (ipg) exhibited no pacing and the right atrial (ra) lead exhibited undersensing. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.